Event description:
The customer indicated that all of the patients except for 1 loss hard-wire connection to their acuity central monitoring system for unknown reason. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.